Event description:
It was reported to covidien in 2009 that a customer had an issue with a avip foot cover. Customer states that the pt developed a deep tissue injury.

Manufacturer narrative:
An investigation is currently underway; upon completion, results will be forwarded.